Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. On an unspecified date, the option-lok male adapter of the tubing set was connected to the patient's IV access site and was being used to deliver an unspecified volume of total parental nutrition (tpn) over 24 hours. The customer contact reported that after the delivery was complete, the tubing set was disconnected from the patient's IV site. At this time, it was reported that the tip on the option-lok male adapter of the tubing set broke off. The tubing set and the solution container were replaced and the therapy was resumed, there were no reported adverse pt effects, no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received on (B)(4) 2014. Investigation is not complete. The lot number of the device that was in use is unknown. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 297035, 331055h, and 331965h. This report represents all the info known by the reported upon query by hospira personnel.